Manufacturer narrative:
The probable cause for the falsely elevated troponin I results was contamination of the reagent in the well. Customer was instructed by a siemens healthcare diagnostics representative to bump to a new well set and to replace the r2 probe. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Two falsely elevated troponin I results were obtained on two patients' samples. Results were reported to physicians. Neither result was questioned. The samples were repeated and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There were no report of adverse health consequences as a result of the falsely elevated troponin I results.